Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
An internal stryker representative reported a nonconformance regarding the device that was found during inspection at the distribution center. There was no sound coming from the device. An absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device auditory speech prompts were initially issued considerably quieter than expected. This fault was attributed to an issue within the jp5 connector and molex connector as the auditory speech prompts were to specification after reinstalling the speaker in the jp5 connector. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
An internal stryker representative reported a nonconformance regarding the device that was found during inspection at the distribution center. There was no sound coming from the device. An absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.